Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 238 mg/dl during time of incident. The customer's blood glucose reading was 156 mg/dl an hour ago. The customer treated with the pump. The customer was hospitalized for diabetic ketoacidosis. The customer stated that she lost her transmitter at the hospital. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to monitor blood glucose and follow 2 high blood glucose rules.